Event description:
Per the clinic, the patient experienced an infection at the implant site. The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on novemeber 8, 2022.

Manufacturer narrative:
The patient was hospitalised. This report is submitted on april 13, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with 3 doses of IV antibiotics (specific date not reported) and was placed on a 3 weeks course of oral antibiotics (specific date not reported). Device analysis report attached. This report is submitted on december 28, 2022.